Manufacturer narrative:
Patient weight was requested but was not provided. (B)(4). Approximate age of device ¿ 88 days. The device was returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to power spikes and a high lactate dehydrogenase (ldh) level. Subsequent work-up suggested device thrombus as the patient also had symptoms of hemolysis and a positive ramp test. A computed tomography showed no outflow graft obstruction. A transesophageal echocardiography revealed that the patient's left ventricular ejection fraction was poor, there was no left ventricular thrombus, no aortic insufficiency and the right ventricle had severely reduced function. On (B)(6) 2016, the patient underwent a pump exchange. Visible thrombus was seen on the inlet stator upon explant. A brief ramp test performed post-exchange was negative.

Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the device. The distal side of the inlet stator revealed a dark red, tissue-like deposition. The deposition had areas that were denatured and had a ring-like structure, which are indications that it likely developed over an undetermined period of time while the pump was supporting the patient. The duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. The deposition was loosely seated. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was operating. The evaluation could not conclusively determine the origin of the deposition. Although a specific cause for the depositions and a timeframe for which they were present in the pump could not be determined, the depositions could have potentially contributed to the reported thrombus symptoms and elevated lactate dehydrogenase level. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended the instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.